Event description:
Customer returned the device for the issue of suction cylinder being worn noted during preparation for use. The intended procedure was completed with no delay with another similar device. There is no harm reported to any patient. Upon evaluation of the returned device, the device channel (j-channel) had presence of liquid and foreign material. This medwatch is being submitted for the reportable issue of liquid and foreign material found in the j-channel during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, the device channel (j-channel) was found to have presence of liquid and foreign material. Other observations for the device are: angulation in the up direction and the gap on up/down knob is out of standards due to worn angle-wire; color ring of suction cylinder is peeled off; light guide (lg) bundle has some loss of functionality; lg lens is broken and chipped; distal end rubber coating (a-rubber) has gap on the adhesive; distal end has scratches and cracks; and adhesive around lenses worn. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed coming out of secondary water channel was black in appearance but otherwise, could not be identified. The root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. Customer provided information on reprocessing performed at the facility: an air water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. Cleaning is performed using the capsule (adapter). Detergent used for pre-cleaning is unknown. The endoscope channels are brushed during manual cleaning with a reusable telemed brush. Cleaning and disinfectant solutions used with the endoscope is opa. Automatic endoscopy reprocessor (aer) used to reprocess the endoscope is endo clean-1000. Detergent and disinfectant used with the aer are opa. There has been no issue with the aer. Endoscope is dried in the drying storage cabinet.